Event description:
Facility has found that MFR has made a subtle design change to the roller clamps, making the sets incompatible with their IV pumps (sigma). Manufacture did not notify the facility and facility feels this could cause serious injury or death. No injury has occurred at this time. The packaging is indistinguishable, between compatible sets and incompatible sets. There is the same product and barcode numbers. The lot number beginning with 52 and earlier are compatible with the sigma pumps. Any lots beginning with 53 and higher are not compatible. Regional vp of sigma told facility that they were alerted 2 weeks ago, by another user. Hospira made the change 6-8 weeks ago and did not notify this facility. Purchasing has contacted hospira. Hospira says they are leaving it up to the sales rep to notify customers. Reporter is concerned that other facilities are not being notified.